Manufacturer narrative:
On (B)(6) 2017, the customer contacted zyno medical to authorize the pump to be destroyed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00031).

Manufacturer narrative:
Evaluation of the pump was performed by zyno's electrical engineer team on 01/13/2017. Rust and short-circuit of power were observed in the power filter of the device, of which water ingress was believed to be the root cause. Also, the motor failure was believed to be caused by short circuit as a result of water ingress. It was not recommended to fix and refurnish the pump due to the potential risks caused by water ingress. The pump is recommended to be scrapped. The manufacturer is waiting for the approval from the customer.

Event description:
The user reported an issue that "the indicator light not working, smoke coming out of the pump". No patient injury was involved in this event.